Event description:
It was reported to philips that, the system's host computer was unable to boot, preventing a full system boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips fse inspected the system on site and confirmed the reported issue. During troubleshooting, the fse determined that the issue was caused by a faulty host pc. The host pc was replaced, and the defective unit was sent for analysis, however, the suppliers part analysis could not conclusively determine the cause of the failure. Replacing the host pc resolved the issue and restored system functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.